Event description:
Literature review titled "breast implant-associated anaplastic large cell lymphoma: a case report¿ reported "lump in axilla, axillary lymphadenopathy, enlarged axillary lymph nodes, necrosis, painful lump in axilla, bia-alcl and diagnosis of recurrent bia-alcl". This record is for the right side. Device was explanted. Biomarkers cd30+ and akl negative antigen were provided. Patient undergo a capsulectomy. Patient received neoadjuvant chemotherapy, adjuvant brentuximab vedotin and autologous stem cell transplantation as treatment. This article involved a 44-year-old patient.

Manufacturer narrative:
Continued e1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "lump in axilla, axillary lymphadenopathy, enlarged axillary lymph nodes and painful lump in axilla" known as breast implant-associated anaplastic large cell lymphoma (bia-alcl). The reported event or events are physiological complications, and device analysis typically does not help allergan determine the cause. Partial implant data d6a: "12 years after bilateral breast augmentation surgery using microtextured implants... A previously healthy 44-year-old lady presented in view of a painful lump in her right axilla" was reported. Article citation: mallia, theresa, et al. "Breast implant-associated anaplastic large cell lymphoma: a case report." Chirurgia, vol. 39, no. 1, minerva medica, march 1, 2026, pp. 66-70. Minerva medica, doi: 10.23736/s0394-9508.24.05828-5.